Event description:
It was reported that approximately one year post implantation of a vascular stent in the distal sfa, a high grade stenosis at the proximal right edge of the stent was found. No patient injury was reported.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.